Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported an undesirable increase in stimulation, after which the system shut down. An x-ray was performed and did not identify any anomalies. Troubleshooting, including reprogramming, was conducted; the patient reported stimulation in the intended pain area but experienced minimal pain relief. A closed-loop program could not be established. The evoke scs system was subsequently explanted.